Manufacturer narrative:
D10: concomittants: (B)(6), 02-012-60-1425 - tru stem ext 14mm x 25mm; (B)(6), 02-020-13-0230 - truliant cr cem fem cr cem left sz 3; (B)(6), 02-022-45-3030 - truliant tib fit tray cem sz 3f / 3t; (B)(6), 02-022-47-3010 - truliant tib imp cr std, size 3, 10mm; (B)(6), 200-02-35 - three peg patella 35mm; (B)(6), 204-70-00 - tibial stem ext. Screw. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported by a female patient, who had an initial left knee implant procedure in (B)(6) 2023 and had undergone a surgical procedure to repair a ¿floating kneecap¿, probably due to failed sutures according to the surgeon, indicated that 2 weeks later an x-ray indicated that the repair had failed. During a follow up on (B)(6) 2024, the surgeon stated the implant was normal. He did not know why this occurred and provided options of wearing a brace for the rest of the patient¿s life or to have the entire surgery redone. The patient indicated she no longer sees this surgeon, and they are on their 4th episode of physical therapy and will be essentially disabled the rest of their life. No further information. This is 1 of 2 events. See MDR#1038671-2025-01673 for (B)(6) 2024 event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: b5, d1, d4, g4, h4, h6. MDR section codes updated/corrected: a, b, c, d, e, g. The reason for the patella dislocation reported cannot be conclusively determined; however, it may be related to component positioning, surgical technique, and/or patient-related factors. The reported event could not be confirmed as the devices were not returned for evaluation, and relevant patient information, images, or radiographs were not provided. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported by a female patient, who had an initial left knee implant procedure and had undergone a surgical procedure to repair a "floating kneecap", probably due to failed sutures according to the surgeon, indicated that 2 weeks later an x-ray indicated that the repair had failed. During a follow up, the surgeon stated the implant was normal. He did not know why this occurred and provided options of wearing a brace for the rest of the patient¿s life or to have the entire surgery redone. The patient indicated she no longer sees this surgeon, and they are on their 4th episode of physical therapy and will be essentially disabled the rest of their life. No further information.